Event description:
On 11/6 a female outpatient had phenytoin levels tested which resulted in a value of 0.0ug/ml. Sample was repeated with a result of 0.0 ug/ml. Result was questioned by physician and sample was rerun with a value of 32.1 ug/ml. Patient had taken three pills that day. No treatment was given due to original value. No report of injury.